Manufacturer narrative:
Super poligrip is manufactured in (B)(4), and neither the product nor lot number for this product was available. (B)(4).

Event description:
This case was reported by a lawyer and described the occurrence of neuropathy in a (B)(6) male pt who used super poligrip as a denture adhesive. A physician or other health care professional has not verified this report. Co-suspect medication included fixodent. On an unk date, the pt used super poligrip at unk dosing. At an unk time after using super poligrip, the pt experienced neuropathy, zinc toxicity, copper deficiency, and nerve damage. At the time of reporting, the events were unresolved. Info was received on (B)(4) 2011, via a legal complaint. The pt received dentures 53 years ago (in 1958). The pt was diagnosed with neuropathy, attributable to excess zinc and resulting copper depletion attributable to super poligrip and fixodent. The pt was left with "profound and permanent neurological and other injuries which have left him unable to perform his normal customary and daily activities." (Disabling) the pt's "injuries and damages are permanent and will continue into the future."